Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter. There was no adverse impact to the customer¿s blood glucose value.